Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned cut and incomplete; therefore, functional testing was not performed. Instrumentation damage with wires exposed was observed approximately 0.5 cm away from the paddle. Discoloration was noted in the lead segments and in the paddle. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient could not feel stimulation into her lower back despite several reprogramming efforts. The patient reported feeling stimulation no higher than her buttock. The physician explanted and replaced the lead on (B)(6) 2010. Follow up on the patient found that the patient is now receiving stimulation coverage across her lower back and no further issues have been reported. The device was returned to the manufacturer on (B)(6) 2010 for evaluation. No further information is available.